Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 500ml exactamix eva (ethylene vinyl acetate) bags were leaking from the tubing of the ports. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H4: device manufacture date - the lot was manufactured between june 24-25, 2023 h11: two (2) actual samples and a photograph were received for evaluation. The actual samples were visually inspected, and the reported leak was not easily identified. The returned photograph was reviewed, and it was noted that solution appeared to be leaking into the out pouch, but the actual location of the leak could not be determined. Functional testing was performed, and a leak was identified from the administration port bonding area of the returned samples. The reported condition was verified. The cause of the reported condition could not be determined; however, it was likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding in the returned samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.